Event description:
This case is related with the case (B)(4) (cluster). This spontaneous case from united states was received on (B)(6) 2017 from the physician. This case concerns a patient (demographics: not provided) who initiated treatment with synvisc one and after an unknown latency experienced pain post injection, also, device malfunction was identified for the reported lot number. No medical history, previous medications, concomitant medications and concurrent conditions were reported. On an unknown date, patient received treatment with intra articular synvisc one injection (dose, frequency and indication: not provided). On an unknown date, after an unknown latency experienced pain post injection. Action taken: unknown. Corrective treatment: not reported for both events. Outcome: unknown for both events. Seriousness criteria: important medical event for device malfunction an investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events is under investigation. Once this investigation is completed, corrective and preventive actions will be implemented. Pharmacovigilance comment: sanofi company comment dated 04-jan-2017: this case concern a patient who received synvisc one injection from the recalled lot and had knee pain post injection. The concerned lot number has been identified to have malfunction by the company. Therefore, the causal relationship of the event to the products cannot be excluded.